Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, it was noted that there was a pinhole in the proximal section of the balloon. The pinhole confirms the reported event of the balloon leaking. Based on the available information, it is possible that interaction with scope or a stone by the choledocholithiasis indication could create friction could have caused the pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two cre wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was leaking. The same issue occurred with the second cre wireguided dilatation balloon. The procedure was completed with another cre wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.